Manufacturer narrative:
Per the clinic, the device was explanted due to recurrent swelling at the implant site. This report is filed march 4, 2016.

Manufacturer narrative:
This report is filed march 14, 2016. (B)(4)

Manufacturer narrative:
This report is filed january 19, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an unknown reason. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, january 19, 2016.